Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in valve side assessed as cracked valve seat diaphragm valve and one opening in anterior side assessed as surgical damage. Additional observations: crease is observed. White particles in device inner surface are observed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.